Event description:
Ous MDR. The lead is dislodged after an implantation time of about 3 days. The lead was explanted.

Manufacturer narrative:
Ous MDR. The mechanical properties of the lead were tested during the analysis. No deviations from the technical specifications were detected that could be related to the clinical complaint. The fixation screw could be extended and retracted completely and within the necessary number of turns. The analysis was unable to find any mfg errors or material defects.